Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The investigation was completed on (B)(6) 2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and it was found an error 106 during the analysis due to an open circuit in the tip area; however, this failure is not related to the adverse event reported. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. It should be noted that product failure is multifactorial. The physician¿s opinion on the cause of this adverse event was the patient's condition. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the biosense webster inc. Analysis finding of the ¿force sensor internally damaged causing error 106¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was diagnosed via transesophageal echocardiogram (tee) after the patient's pressure dropped. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. Additional information was received. The adverse event occurred on (B)(6) 2023. It was discovered post use of biosense webster products, they had finished their lesion set and were almost done with the case when blood pressure dropped. Physician¿s opinion on the cause of this adverse event was the patient condition. Pericardiocentesis was done. Outcome of the adverse event was improved and extubated. Patient required extended hospitalization because of the adverse event as patient had to stay the night in intensive care unit (ICU). He was extubated this morning. Hoping to go home tomorrow. Transseptal puncture was performed with a versacross baylis needle. Prior to noting the cardiac tamponade, ablation was performed, they were almost done ablating. No evidence of steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was 15ml/min. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used was 3/ 3 for 25% of the time 3g; 3 size mm tags. No additional filter used with the visitag. Color options used prospectively impedance drop 5-15 ohms.

Manufacturer narrative:
Additional clarification requested on the event date as discrepancy provided on the additional information of 02-may-2023; however, originally reported as 01-may-2023. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The bwi product analysis lab received the device for evaluation on 26-may-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).